Event description:
Patient reported left side "prominent fold in the medial quadrants", "peri-implant liquid collection in minimal quantity", "on the left with signs of capsular contracture", and "swelling." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and seroma late.

Event description:
Patient reported left side "prominent fold in the medial quadrants", "peri-implant liquid collection in minimal quantity", "on the left with signs of capsular contracture", and "swelling." Device remains implanted.